Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultramini meter read inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged inaccuracy issue first occurred at 2:20pm on (B)(6) 2015. At this time the patient obtained a blood glucose reading of "124mg/dl" with the subject meter and "57mg/dl" on a "stat strip" device within 30 minutes of each other. The patient did not specify what medication(s) they take to manage their diabetes but they denied making any changes to their regular diabetes management regimen as a result of the inaccuracy issue. The patient stated that an unspecified period of time before the alleged issue occurred they developed symptoms of "slurred speech and loss of vision". As a result of these symptoms the patient visited the emergency room (e.r) at 5:30pm on (B)(6) 2015. In the e.r. The patient was given IV fluids by a healthcare professional in order to bring their blood glucose levels back up. The patient stated that no further blood glucose tests were performed when they were in the e.r. At the time of troubleshooting the cca noted that the correct unit of measure was set on the subject meter, and the patient did not have control solution available to test on the subject meter. The patient's products were requested for evaluation. This complaint is being reported because the patient claims to have obtained inaccurately high reading on the subject meter which may have caused/contributed to the fact that the patient required hcp intervention for a blood glucose excursion. It cannot be said with absolute certainty that the alleged "inaccurately high" subject meter result did not affect treatment options prior to or after the onset of these symptoms.

Manufacturer narrative:
Follow-up # 2: the retain test strips have been further evaluated by lifescan product analysis with the following findings: performance testing with blood did not confirm the reported issue; however, as previously stipulated, the retain test strips were found be biased low at 100 mg/dl. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1: the retain test strips failed the performance testing with blood and were found to be have biased low accuracy and precision at 100 mg/dl. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.